Manufacturer narrative:
The customer¿s complaint of leaking at the upper portion of the silicone segment was confirmed. No product was returned for investigation. A picture received from the customer shows a tear on the silicone segment near the upper fitment, and a drop of fluid leaking from the tear. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the upper portion of the silicone segment.

Manufacturer narrative:
Awareness date is 06/07/2016.